Manufacturer narrative:
(B)(4). This report is considered a use error which can cause contamination of the fluid or fluid pathways. Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. The reported use error was confirmed, based on information reported by the nurse. The cause of the reported use error is unknown. A sample was not requested as this event involved use error and there was no allegation of a product malfunction.

Event description:
It was reported that a peritoneal dialysis (pd) solution bag was disconnected and then reconnected during pd therapy, while the patient was connected. While trying to resolve an alarm on the homechoice machine, a nurse disconnected the solution bag from the cassette's supply line and then reconnected the bag to the heater line. The technical service representative advised the nurse to end therapy since the bag had been disconnected and reconnected. There was patient involvement. There was no serious injury or medical intervention reported.